Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the monitor, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the audio messaging and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction. Belt sn (B)(4) has not been returned to zoll manufacturing corporation. A review of the downloaded software flag files on the day of the event was performed. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the inappropriate treatment and patient death.

Event description:
A us distributor contacted zoll and reported that the patient passed away on (B)(4) 2017 while wearing the lifevest. Device download data revealed that the patient was treated one time during the event. The patient was in a rehabilitation facility and was not conscious. A nurse was present. At 04:52:48 to 04:56:43 idioventricular rhythm at 40 bpm was detected. At 04:58:38 severe bradycardia degraded to asystole with intermittent cardiac activity. At 05:19:59 gel was released and shortly after the treatment was delivered at 05:20:10 with a 150j pulse. The rhythm at the time of treatment and post-shock was asystole with low-amplitude cardiac signal. The rhythm remained in asystole with intermittent cardiac activity & CPR artifact until the device was shutdown at 07:05:18. The patient subsequently passed away. Oversensing low-amplitude cardiac signal contributed to the false detection. The response buttons were not pressed during the events. Asystole is considered a non-shockable rhythm. There is no indication that the lifevest treatments caused or contributed to the death, as the patient was already in a non-life-sustaining rhythm prior to the treatment.

Manufacturer narrative:
Follow-up report: event date on initial report was incorrectly reported as (B)(6) 2017 and is being corrected to (B)(6) 2017. Initial report: device evaluation of monitor sn (B)(4) has been completed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the monitor, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the audio messaging and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction. Belt sn (B)(4) has not been returned to zoll manufacturing corporation. A review of the downloaded software flag files on the day of the event was performed. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the inappropriate treatment and patient death.

Event description:
Follow-up report: date of event being corrected. Initial report: a us distributor contacted zoll and reported that the patient passed away on (B)(6) 2017 while wearing the lifevest. Device download data revealed that the patient was treated one time during the event. The patient was in a rehabilitation facility and was not conscious. A nurse was present. At 04:52:48 to 04:56:43 idioventricular rhythm at 40 bpm was detected. At 04:58:38 severe bradycardia degraded to asystole with intermittent cardiac activity. At 05:19:59 gel was released and shortly after the treatment was delivered at 05:20:10 with a 150j pulse. The rhythm at the time of treatment and post-shock was asystole with low-amplitude cardiac signal. The rhythm remained in asystole with intermittent cardiac activity & CPR artifact until the device was shutdown at 07:05:18. The patient subsequently passed away. Oversensing low-amplitude cardiac signal contributed to the false detection. The response buttons were not pressed during the events. Asystole is considered a non-shockable rhythm. There is no indication that the lifevest treatments caused or contributed to the death, as the patient was already in a non-life-sustaining rhythm prior to the treatment.